Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level read"high" on cgm. A replacement pump was sent to the customer to resolve the issue, customer reverted to manual dose injection.